Event description:
In 2006 pt to outlying ER with stemi. V-fib arrest, defibrillated x 3, with acls protocol. Amiodarone drip and intubated. Transferred to this facility for emergent cath/pci. On arrival to ccl pt awake, responsive with spontaneous respirations. Extubated, o2 now by non-rebreather. Given asa 324 mg po and proceeded with cath which reveals 100% occluded prox lad. Angiomax drip begun. Vessel dilated with 3.0 x 15 maverick at 6atm for 30 seconds. Export xt thrombectomy catheter used x 2 passes. A 3.0 x 24 taxus express 2 deployed at 16 atm for 30 seconds. Reopro drip started. Resolution of thrombus with brisk distal flow and 0% residual stenosis. Uneventful post-op course. Discharged the next day on asa, plavix, altace, toprol, crestor. Four days later, pt re-presents to outlying ER with stemi. Transfer for emergent cath/pci. Cath reveals 100% occlusion in previously placed taxus stent in prox lad, subacute thrombosis. Asa 650 mg po, existing heparin drip. Vessel dilated with 3.0 x 15 maverick at 6 atm for 10 seconds. Export xt thrombectomy catheter used x 2 passes. A 3.5 x 15 quantum maverick at 12 atm for 30 seconds. Reopro infusion begun. Resolution of thrombus with brisk distal flow and 0% residual stenosis. Uneventful post op course. Discharged 2 days later on asa, plavix, crestor, diovan.